Event description:
It was reported that removal difficulty was encountered. The 80% stenosed target lesion was located in the distal left main to left anterior descending artery. A 190cm straight-tip samurai guidewire was selected to cross the lesion and prepare for a stenting procedure. However, when the physician tried to pull the wire back, some resistance was felt (the wire did not become stuck) and it was noted that the head of the wire had been damaged. The device was replaced with a different guidewire and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(A2) date of birth: the patient was born in 1959. (B3) date of event was corrected from (B)(6) 2019 to (B)(6) 2019. Device evaluated by MFR.: the device was returned for analysis. As a result of observing the appearance of the returned product it was confirmed that the core wire was broken at the position of about 10mm from the tip and that the coil was greatly stretched toward the tip starting at a position of about 40 mm from the tip. Also, it was confirmed that the broken core fragment remained inside the extended coil at the distal end of the coil. A gentle curve was also confirmed approximately 380mm from the tip.

Manufacturer narrative:
Date of birth: the patient was born in 1959. Date of event was corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
It was reported that removal difficulty was encountered. The 80% stenosed target lesion was located in the distal left main to left anterior descending artery. A 190cm straight-tip samurai guidewire was selected to cross the lesion and prepare for a stenting procedure. However, when the physician tried to pull the wire back, some resistance was felt (the wire did not become stuck) and it was noted that the head of the wire had been damaged. The device was replaced with a different guidewire and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of birth: the patient was born in (B)(6).

Event description:
It was reported that removal difficulty was encountered. The 80% stenosed target lesion was located in the distal left main to left anterior descending artery. A 190cm straight-tip samurai guidewire was selected to cross the lesion and prepare for a stenting procedure. However, when the physician tried to pull the wire back, some resistance was felt (the wire did not become stuck) and it was noted that the head of the wire had been damaged. The device was replaced with a different guidewire and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.